Event description:
A customer contacted beckman coulter inc., (bci), to report that gamma-glutamyl transpeptidase (ggt) cartridge split at base and reagent leaked through the unicel dxc 600 pro synchron clinical system. No injury has been reported in connection with this event.

Manufacturer narrative:
Customer was sent replacement reagents.